Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was lower than set. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of lower than set delivered o2 concentration. Alarms for low o2 concentration were generated on the reported event date. The alarms are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check after the event date. The root cause of the reported alarms has not been determined.